Event description:
It was reported that the customer had a bolus anomaly on the insulin pump. The customer's blood glucose level was 63 mg/dl. The customer bolus history was reviewed and no bolus present until january. The customer was unable to upload to carelink. The customer was advised that the cot pump need to sent. The customer will contact dsn and request that they are placed onto a 640g device.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.